Manufacturer narrative:
Continued e1 (phone number): (B)(6). The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and device rupture

Event description:
Healthcare professional reported "intracapsular rupture, capsular contracture baker grade IV, breast pain". This record is for the left side. The device was explanted.